Event description:
It was reported that there was a break on the recanalization catheter and upon loading the catheter onto the guide wire, the wire poked through it. Another recanalization catheter with the same guide wire were used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned no breaks or holes were present along the length of the catheter. The patency of the guidewire lumen was tested by advancing an in-house 0 014" guidewire. The guidewire was loaded through the rapid exchange junction and exited the distal tip of the lumen with no issues. The guidewire was then inserted through the distal tip of the catheter and exited through the rapid exchange junction with no issues. The investigation is unconfirmed, as the device performed properly under laboratory conditions and no breaks or holes were present on the catheter. It is possible that the user was not aware that the catheter was a rapid exchange catheter, where the guidewire is supposed to exit though the rapid exchange hole in the outer catheter. However, the root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the alleged event. The crosser instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.